Event description:
It was reported that during the procedure, after pre-dilating a moderately calcified, 98% stenosed, de novo lesion in the moderately tortuous mid left anterior descending (lad) coronary artery with an unspecified 1.5x8 balloon catheter, a 2.75x18 rx xience prime stent delivery system (sds) was advanced against resistance and deployed without difficulty in the mid lad at 18 atmospheres; a distal edge dissection was then noted. The 2.75x18 sds was then withdrawn without resistance. A 2.75x12 rx xience prime stent was deployed to cover the dissection. There were no adverse patient sequelae and no occurrence of a clinically significant delay. As the procedure concluded successfully, the patient was discharged in good condition per routine hospital procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.